Event description:
The customer reported that an 840 ventilator stopped cycling. No patient involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone. The customer will try a new analog interface (ai) pcb and flow sensor to isolate the problem. Covidien was not authorized to service the device.